Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. The reported allegation was not found via data, but a transmitter permanent loss of connection was confirmed. The root cause could not be determined post-investigation. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (serial number (B)(4)/lot number 6000794) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter has voltage. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined. The returned device was not the complaint product.